Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: an undersized balloon dilation catheter (bdc) was used for predilation and the implant was left slightly undersized with no post-dilation. The patient returned one year later after stopping dual antiplatelet drug therapy (dapt) with implant thrombosis and was treated with balloon angioplasty and metallic stent (xience prox) placement. The patient returned 30 minutes later with stent thrombosis which was treated with thrombectomy and balloon angioplasty. There was no product issue seen. The issues seen during this case were most likely due to dapt. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The electronic lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported. Angina, myocardial infarction and thrombosis are listed in the xience pro x everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2014 a 3.5 x 12 mm implant was deployed in the left anterior descending (lad) artery with moderate calcification. The patient was discharged on dual antiplatelet drug therapy (dapt) of aspirin and brilique for 12 months. On (B)(6) 2016 the patient entered as emergency due to a strong pain in the left thorax side. The brilique had been stopped shortly before. ECG revealed a st elevated myocardial infarction (stemi) and angiography showed thrombosis in the implant. Pre-dilatation was done in the thrombotic region with a 3.0 x 15 mm nc balloon followed by deployment of the 3.5 x 15 mm xience prox at 8 atmospheres (atm). The final angiographic results looked good. Thirty minutes later, the patient again developed strong pain in the left thorax side. ECG revealed another stemi. Angiography revealed a thrombus in the xience pro x stent, which was immediately aspirated. Dilatation was done with a 3.0 x 15 mm balloon at 8 atm. Timi iii flow was restored, but after several minutes the flow was blocked again. A 3.5 x 15 mm nc trek was used for another dilatation at 12 atm. This time the timi iii flow remained with a good result. New dapt of aspirin and effient was prescribed for 12 months. No additional information was provided.